Manufacturer narrative:
Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy for oversensing on the atrial channel that led to atrial tachycardia/atrial fibrillation (af) detection and therapy. The ra lead remains in use. No further patient complications have been reported as a result of this event.